Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions ablation procedure, after maneuvering the ablation catheter in the coronary sinus, the catheter perforated the coronary sinus and entered the pericardial space. The perforation was initial diagnosed via intracardiac echocardiogram and flouroscopy and then confirmed via transthoracic echocardiogram. The patient did not display any symptoms. A pericardiocentesis was conducted in order to stabilize the patient. There were no performance issues with the device.